Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: a procedure was performed to place the nasoenteral tube after radiography. The tube was elbowed. On 5/3/22, additional information was received stating that the guide wire folded making it impossible to administer the diet. The probe was inside the patient and was noticed during the x-ray. The tubing was not used because it was folded. As a result, the patient was not provided nutrition for almost one day.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Two photographs were submitted for evaluation. One of the photos shows the kinked tube near the bolus, the second photo is of an x-ray of the installation of the tube onto the patient. An actual sample was not received for evaluation. The root cause could not be determined without a sample to evaluate. The investigation was carried out with a multifunctional team, and the findings were that all processes and controls were found to be followed according to procedure, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. All associated lot documentation was carefully reviewed, and no issues or discrepancies were found related to the reported complaint. There were no non-conformities nor deviations related to the reported condition. A risk assessment was carried out to determine the observed occurrence for this failure mode. Based on the analysis, the observed occurrence of harm (o) is 0.002% (1, improbable) which is below the range of the expected occurrence of harm (0) (3, occasional). Therefore, no action plan is required at this point. This complaint shall be reopened if a sample is received.